Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. Unit received with cracked case at display window corners and display window. Unit received with minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was intermittently responsive. Customer also reported that the device was skipping from screen to screen. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 178 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.